Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the perforation and tamponade remain unknown.

Event description:
During an atrial fibrillation ablation procedure, a perforation occurred followed by a tamponade which required surgical repair. While advancing the ablation catheter, it was inserted too anterior into the pericardium. Fluoroscopy and an echo revealed a perforation on the left side (anterior / roof of left atrium) and the procedure was not completed. The patient was transferred to cardiac surgery to resolve the bleeding. There were no performance issues with any abbott devices.